Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken.

Event description:
The consumer reported that the desktop charger had a broken connector pin. The patient stated that they had an increase in pain because stimulation stopped due to not charging. The implant battery depleted and the pain returned and stimulation stopped. A replacement was sent. If additional information is received a follow-up report will be sent.